Event description:
The customer reported difficulty inserting cartridges. There was no information provided regarding the impact on the customer¿s blood glucose level. The customer declined a follow-up and was out of warranty, but they were in the process of obtaining a new device.